Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility report received report received, during hemiarthroplasty of right hip, a small piece of trial head is believed to have broken off when inserted into patient's hip. Observed in tact by scrub tech and vendor rep. Wound and surrounding area searched thoroughly, intra- op x-ray negative. Piece found under bed after the procedure was finished. No injury to patient. Sales rep present.

Manufacturer narrative:
The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.